Manufacturer narrative:
Continuation of d10: product ID 8709sc; serial# (B)(6) implanted: (B)(6) 2012. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 12-mar-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving hydromorphone and bupivacaine via an implantable infusion pump for non-malignant pain. The caller reported that on (B)(6) 2025 the patient's healthcare provider (hcp) installed a new pump dur to normal battery depletion. The hcp did not put in a new catheter. The caller stated that catheter was not working and the patient went through 'withdrawal x2'. The caller stated after the hcp put in a new catheter, the patient had made a complaint and no longer sees that hcp. The caller requested and was provided a list of physicians in their area as they are having trouble trying to find an hcp to manage the pump.